Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on an unknown date with an unknown blood glucose level. The customer declined troubleshooting. The customer claims that it was not troubleshoot issue the insulin pump was not delivering insulin. The customer reported that 3 months ago the blood glucose level was 500 mg/dl. The device will not be returned for analysis.